Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the drive support cap of the insulin pump was damaged; it was sticking out. The customer did not press the cap while they were still connected to the insulin pump. The customer's blood glucose was unknown. The customer was advised that the device needed to be replaced. Nothing further wad reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.